Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated customer tested at 2:43 pm with her mobile system and the result was 11.4 mmol/l. Customer took no action. About five minutes later customer felt the beginnings of hypoglycemic symptoms. By 3:00 pm customer was unconscious. At around 3:30 pm her sister found her unconscious. Her sister was able to awake the customer and treated her with oral glucojuice. At 3:45 pm customer was in a stable condition. At 5:00 pm customer was seen by a nurse and got a reading of 3.0 mmol/l on the nurses meter. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.